Manufacturer narrative:
(B)(4). The insulin pump passed displacement test. The insulin pump received with cracked battery tube threads, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked reservoir tube lip. No damaged or missing retainer noted. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring cracked. The reservoir can lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.